Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via social media message that they tried new batteries but they could not get the insulin pump to work. The customer¿s blood glucose level was unknown. No further details were given. The device will not be returned for analysis.